Event description:
Customer's mother reports that customer received a button error alarm and was not able to rewind. Customer's blood glucose was 105 mg/dl. After troubleshooting, customer's mother was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. No ramping numbers anomaly noted. Insulin pump received with minor scratches display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.